Event description:
It was reported the patient had not used the device for two years. The patient's pain returned and the device was replaced.

Event description:
It was reported the patient's implantable neurostimulator (ins) was overdischarged. The patient had not recharged her system for over 3 years after a successful back surgery. The patient was having some problems and wanted to get the system working again. On (B)(6) 2012, it was reported she tried 13 times to get the unit to switch over to start the recharge process but it was unsuccessful. It was noted the patient was seeing her doctor on (B)(6) 2012, to schedule a battery replacement. On (B)(6) 2012, it was reported the patient's system was being replaced. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the ins battery had overdischarged and was permanently damaged. It was stated the ins was received with no telemetry. It was noted a normal recharge started automatically during the physician mode recharge (pmr). It was indicated the total recharge count was 138. The last recorded recharge session, while the device was implanted occurred on (B)(6) 2008. It was stated the device was charged for 2 hours and 17 minutes, from a level of 3.805 to 3.995v. It was indicated the patient had used the device after this recharging session. The battery then discharged to the lock mode on (B)(4) 2009.

Manufacturer narrative:
Product ID 377860, lot# v002828, serial# implanted: (B)(6) 2006, explanted: product type lead. Product ID 377860, lot# v003890, serial# implanted: (B)(6) 2006, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: explanted: product type recharger. Product ID 37742, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.